Event description:
A representative reported, the patient¿s catheter was dislodged. They noted that the healthcare provider (hcp) does routine scans of their patients, and this patient¿s catheter ¿looked like it may have pulled out of the spine¿. The representative stated, the patient did not have an adverse event or any significant symptoms. The representative stated they were going to do the revision ¿shortly¿. The medication infused was baclofen.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2008 (B)(6); product type catheter product ID 8578 lot# n154503, implanted: 2009 (B)(6); product type accessory. (B)(4).

Event description:
A healthcare professional later reported the medication infused was lioresal. The baclofen treatment was ongoing. They reported a displaced catheter with the location of the issue being ¿proximal pump¿. They replaced the inner catheter. The patient was doing well and receiving proper treatment.